Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right (od) eye and replaced with a non-johnson and johnson lens, lens from bausch and lomb model li61ao with 20.5 diopter power, in a secondary procedure. There was no additional surgical intervention performed. Reportedly, the patient is doing fine post-surgery. The lens has been discarded. No further information is available.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.